Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set showed the filter connection dialysate port to the support plate was broken. Due to the damage to the connection of the dialysate port, it was not possible to perform a leak test. The reported condition was verified. The most probable cause of the leak condition is due to damage on the dialysate port that occurred during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leakage was noted from the effluent line. There was no patient involvement. No additional information is available.